Event description:
It was reported that "cuff leakage". This was found prior to use therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "1 actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on clear cuff, with a cut mark observed on the outer clear cuff. The cut mark on the cuff leading to unable to inflate the cuff. Based on investigation, the defect mode on difficult to use due to cuff leakage. There was cut mark observed on the actual sample. A device history record review was performed, and no relevant findings were identified. However, visual inspection on inflation and deflation was conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. With the damaged sample received, this complaint could not be verified as manufacturing related caused." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "cuff leakage". This was found prior to use therefore no patient harm or injury.